Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized due to low blood glucose on march 5, 2022 with blood glucose of 190 mg/dl. The customer's current blood glucose is 130 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated with food. Customer stated that insulin pump was over delivering. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. No further patient complications were reported.